Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air came out of the minicap packaging. The patient stated that they squeezed the pouch to check if there was air inside and when this was done, the pouch lost air. This event occurred before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and observed the packaging was closed without air inside. Closer analysis found a small open space in the seal of the overpouch related to the silicone bar in the sealing process having irregular surfaces. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; the cause was determined a manufacturing issue of the pouch seal of the packaging. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.